Event description:
It was reported that pump triggered repeated occlusion alarms. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. During troubleshooting with tandem technical support, the pump alerted to a cartridge alarm 35. The customer reverted to an alternate method of insulin therapy.